Event description:
A high glucose readings issue was reported with use of the abbott diabetes care (adc) device. Customer received an unspecified higher glucose sensor scan result by adc sensor scan when compared to unspecified blood glucose readings obtained on a competitor brand device. Furthermore, the customer experienced symptoms described as "massive hypoglycemia" and as a result, were unable to provide self-treatment due to her symptoms. It is unknown whether the customer noted a trend arrow on the device. The emergency physician made contact with the customer and provided apple juice for treatment only, thus indicating no additional treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue was reported with use of the abbott diabetes care (adc) device. Customer received an unspecified higher glucose sensor scan result by adc sensor scan when compared to unspecified blood glucose readings obtained on a competitor brand device. Furthermore, the customer experienced symptoms described as "massive hypoglycemia" and as a result, were unable to provide self-treatment due to her symptoms. It is unknown whether the customer noted a trend arrow on the device. The emergency physician made contact with the customer and provided apple juice for treatment only, thus indicating no additional treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the reporter¿s report of "19/20 may 2024¿. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.